Event description:
A nurse reported that during glaucoma shunt placement surgery, two different shunts were placed and neither would drain properly. Both shunts were removed and the surgeon converted to a trabeculectomy. In a f/u, the nurse reported the event resolved following the trabeculectomy. There are two medical device reports associated with this event. This report is for the second shunt.

Manufacturer narrative:
Eval summary: two complaints arrived for investigation, that are related to the same incident. The samples from both complaints arrived in one package and it is impossible to differentiate between the two. However, because these complaints are of the same nature and related to the same incident, each sample will be assigned to one of the two complaints, and will be investigated. Product eval: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. All products pass 100% final inspection. The product's lumen was visually inspected and was found to be blocked. After cleaning the lumen appeared to be clean. The complainant statement "shunts would not drain properly" could not be conclusively confirmed. The root cause could not be conclusively determined. It is unclear to what was the root cause for this event. There have been no other similar complaints reported in the lot number. Additional info was requested on 02/15/2012 by fax and mail. A completed questionnaire was received on 02/21/2012. (B)(4).